Event description:
It was reported that the customer ordered part 49000322. The package the customer received reportedly was labeled "part 49000322" but the box contains part 49000440. There was no patient involvement. Bd learned additional information from the customer. It was reported that the hospital 's biomed tech "test out the part to see if it calibrated and it worked." The customer declined to return the sample.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported that the customer ordered part 49000322. The package the customer received reportedly was labeled "part 49000322" but the box contains part 49000440. There was no patient involvement.

Event description:
It was reported that the customer ordered part 49000322. The package the customer received reportedly was labeled "part 49000322" but the box contains part 49000440. There was no patient involvement. Bd learned additional information from the customer. It was reported that the hospital 's biomed tech "test out the part to see if it calibrated and it worked." The customer declined to return the sample.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes. Correction : describe event or problem.